Event description:
It was reported that the user experienced repeated alert 38 indicating consecutive stalled motor events on the ilet during pump restarts and a cartridge/tubing change attempt, which led the user to revert to backup subcutaneous insulin via pen; the user reported a blood glucose level of 453 mg/dl with blurry vision. Symptoms included hyperglycemia with visual disturbance. Outcomes included interruption of automated insulin delivery and device replacement coordination. Investigation included user-guided troubleshooting, device restart attempts, and setup of a dry run that failed with the same alert. Investigation of this case revealed recurring motor stall alerts during rewind that prevented normal operation. It was concluded that the device malfunctioned due to a motor stall condition and required replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.